Event description:
It was reported that the patient with this artificial urinary sphincter experienced discomfort with the pump location. A replacement surgery was performed, during which the physician replaced the pump and placed it more medially as the patient mentioned feeling rubbing up on their thigh. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.